Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Additionally, resistance was felt when filling the cartridge during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 175mg/dl.